Manufacturer narrative:
The pump user guide states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer became incoherent and was transported to the hospital due to blood glucose of over 1000 mg/dl and high ketone levels. Customer was treated with intravenous insulin and saline, and was discharged from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm occurred and the customer ran out of insulin in the cartridge. The customer changed the pump supplies and continued to use the pump for insulin therapy.